Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the eight minute treatment cycle, the pressure would not stabilize and the controller kept shutting off. The device was removed from the patient and a hole was noted in the balloon. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.